Manufacturer narrative:
As reported on the tavr operative note, the 23 mm sapien 3 valve was deployed approximately 85:15 aortic/ventricular.  Post deployment tee interrogation of the valve demonstrated trace to none perivalvular insufficiency and overall adequate positioning. Per certificate of death, the cause of death was chf, aortic valve outflow obstruction (approximate interval¿ onset to death of 24 hours), aortic stenosis (months) and recent intracranial hemorrhage.  According to the death summary note, 32 days post tavr, the patient was readmitted for acute intracranial hemorrhage with altered level of consciousness, and her dual antiplatelet therapy was held. She developed acute valve dysfunction and acute chf. She was seen in consult by hematology, who recommended restarting antiplatelet therapy. She rapid declined and developed florid failure. The patient became pulseless and was pronounced 5 days after being admitted.  The cause of death listed: cardiac arrest, aortic valve obstruction, intracranial hemorrhage, chf as a result of valve dysfunction, thrombocytopenia heparin-induced.  Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. The device was not returned for evaluation, as it remains implanted in the patient. In this case, the cause of the thrombosis is unknown; however, per the medical records the patient developed acute valve dysfunction and acute chf developed after the anti-platelet therapy was withheld due to the intra-cranial hemorrhage. It appears that the event was caused by the mechanisms described above. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
Implant patient registry (ipr) received a call from the patient's daughter, who reported that the patient passed away 37 days after the implantation of a 23mm sapien 3 valve in the aortic position. She stated the cause of death was ¿congestive heart failure, brain bleed and blood clot around the implant¿. Additional information is not available at this time.